Manufacturer narrative:
The previous MDR was submitted by wce under manufacturer report reference# 3002808486-2019-00731. Occupation: non-healthcare professional. (B)(4). Investigation - investigation is reopened due to additional information provided. The following allegations have been investigated: thrombosis, pain, anxiety, mental anguish, stress, and limited activity. The reported allegations have been further investigated based on the information provided to date. Ivc occlusion/ thrombosis, new dvt, ivc stenosis as a reported complication, is a known risk in relation to filter implant and is well documented in the clinical literature and in clinical practice guidelines. This is supported by the clinical evidence report established to assess available clinical data to identify and evaluate the clinical safety and performance of the cook vena cava filters. Potential adverse events that may occur include, but are not limited to, the following: vena cava occlusion or thrombosis, vena cava stenosis, deep vein thrombosis. Unknown if the reported pain, anxiety, mental anguish, stress, and limited activity are directly related to the filter and unable to identify a corresponding failure mode at this point in time. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56.

Event description:
Patient allegedly received an implant on (B)(6) 2014 via the right femoral vein due to a current pulmonary embolism (pe). Patient is alleging thrombosis. The patient further alleges ¿the ivc filter caused an amount of thrombus around the hook of the filter, and caused pain in both legs. I also experience anxiety, mental anguish and stress about the status of my filter and any related injuries.¿ in addition, the patient is ¿no longer able to lift weights.¿ per the vena cava filter removal report dated (B)(6) 2016, ¿the hook at the apex at the ivc filter was captured with the snare. The filter was then removed without difficulty. Impression: successful retrieval of infrarenal inferior vena cava filter.¿